Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 355531, lot# 0210338338, product type: screening device; product ID 355531, lot# 0211089412, product type: screening device; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported incorrect impedance test readings. In the procedure the impedances were >10,000 in 6 out of 8 poles, no matter how the physician tied to reconnect and clean all the connections. It might be possible that during the procedure some fluids/blood might have gone to the epidural space, therefore, the impedance on the epidural space might have been temporarily compromised, misleading all the impedance tests. Troubleshooting was performed. The physician tried to reconnect and re-clean the electrode and the multi-lead trialing cable (mltc) more than a dozen times. The electrode and mltc showed no signs of damage. Also three external neurostimulators (ens ) were used to be sure the problem wasn't on the physician. The mltc was replaced twice and lead was also replaced. Three days after the procedure (on (B)(6)) the impedance test with the patient showed that some poles were already working. Pointing that the incorrect readings might have been due to blood or other fluid in the epidural space. The problem is "at the date not solved." It might need a few more days in order to the body to absorb the fluids in the epidural space. The issue was not resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.